Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed. If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The caller reported that her customer's tube was not lasting 30 days and the cuff would not hold air. This occurred after 23 days of use and did require recannulation. The caller did not know what the source of the leak may have been; it could have been the cuff or the pilot line. The caller stated that there was no pt harm.